Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2020-09433. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
Information was received indicating that upon arrival, a smiths medical level 1 blower could not start, leaving all its leds on intermittently. The reporter also indicated that the device was tested by changing the hepa filter and replacing the tube, but no change was noted. No adverse effects were reported.